Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the calcified and moderately tortuous right internal carotid artery. The filterwire was first inserted from the femoral artery. The 3.0 x 30mm sterling mr balloon catheter used for predilation, was inflated and ruptured at 6atms on the 1st inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: there was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall near the mid-section of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).